Event description:
It was reported that an s1 pedicle screw was found to be broken via x-ray after a patient fell onto concrete. The patient experienced pain and felt that his left leg was shorter than his right since the fall. A revision surgery was subsequently performed in which the screw was removed and replaced with a larger diameter screw.

Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
H6: additional method code: 4110. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned, however x-ray images were provided which show a screw has fractured. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to fracture during the reported fall. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that an s1 pedicle screw was found to be broken via x-ray after a patient fell onto concrete. The patient experienced pain and felt that his left leg was shorter than his right since the fall. A revision surgery was subsequently performed in which the screw was removed and replaced with a larger diameter screw.